Manufacturer narrative:
On-site investigation was performed by field service engineer. According to received information in the service report, the device failed also multiple tests during pre-use check during troubleshooting. Replacement of the nozzle unit on air gas module solved the issue. The defective part was not returned for investigation, despite request. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle unit.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).